Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 years 1 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient presented to the emergency department on (B)(6) 2019 with a complaint of a lower gi bleed. The patient noticed two bloody stools with some abdominal discomfort that was mild. Warfarin and aspirin were put on hold and the patient's stool suggested that the bleeding has stopped on (B)(6) 2019. The examined portion of the ileum was normal. The terminal ileum could not be completely inflated and the scope was only able to be advanced around 3-5 cm into the terminal ileum; however, no obvious new or old blood was seen. A few small polyps in the entire colon. Resection not attempted given recent bleed. A small amount of old blood in the entire examined colon initially upon scope advancement and with withdrawal of scope and washes/irrigation, no further old blood was seen. Internal hemorrhoids and anal papillae were very mild. A capsule endoscopy performed on (B)(6) 2019 found old blood in the rectum, but no active bleeding or any lesions in the colon or terminal ileum. No additional information was reported.

Event description:
The site communicated that the patient received a colonoscopy on (B)(6) 2019 that revealed old blood but no active bleeding. On (B)(6) 2019 warfarin was resumed and aspirin was held until discharge. Patient was discharged on (B)(6) 2019 after stooling without blood.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.